Manufacturer narrative:
Cable reconnected.

Event description:
The international customer reported the ventilator had an intermittent pressure sensors failure during normal ventilation operation. The customer reported the device was in use on a patient and there was no patient harm. A pressure sensors failure during normal ventilation operation may affect the accuracy of the system pressure measurement and result in the unit going vent inop. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The manufacturers service technician reported a problem with the cable connection between the data acquisition pcb board and motor controller pcb board. The service technician reported reconnection of the cable was performed to address the reported problem.